Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the patient was seen in follow up and noted the photophobia resolved and discontinued the topical steroids. The patient has some regression and will be seen in follow up at a later date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with severe light sensitivity in both eyes three months post lasik. The patient's symptoms improved with the use of topical steroid eye drops but returned after the drops were discontinued. The patient has restarted the topical steroid eye drops and will be seen in follow up at a later date. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.